Manufacturer narrative:
The customer's allegation was confirmed. The device evaluation found the internal lens was broken causing a distorted image and a large black spot. Based on the results of the investigation, the broken lens was likely caused by excessive force; however a definitive root cause could not be identified. A device history review revealed no issues that could have caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the rigid endoscope telescope lens was broken. There were no reports of patient harm or injury.